Event description:
The patient was very ill prior to the event. The iab leaked. The contact stated that the "catheter slipped" inside the patient. On 5/16/97, the following information was reported to datascope: the iab was inserted into the patient on 4/26/97. The iab pumped for 44 hours. On 4/28/97 when the doctor tried to remove the iab, the proximal end of the balloon separated from the shaft and bunched up. The patient had to be taken to the o.r. The patient's femoral artery was opened and the iab was removed surgically. There was extreme resistance encountered upon removal. (Event complication: unk-rpt'd 5/1/97; entrapped/surgically) removed-rpt'd 5/16/97. (Pt's current status: stable-rpt'd 5/16/97).

Manufacturer narrative:
The iab was returned to datascope in 2 sections. Blood was noted within the device. The first section consisted of the catheter tubing and the second section consisted of the balloon membrane. Visual examination revealed a large smooth-edged tear in the membrane. It was not possible to satisfactorily leak test the inner lumen due to its poor condition. The primary balloon penetration could not be located. Probable cause of difficulty: based on the poor condition of the returned iab, it was not possible to locate the primary penetration which allowed blood to enter the device. It is possible that the damage to the balloon membrane obscured the primary penetration. The condition of the returned balloon is consistent with that of an iab which became entrapped and had to be surgically removed from the patient.